Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 310 mg/dl while wearing the pod for between 5 and 24 hours. The patient also reported a discrepancy between blood glucose meter and sensor readings, which were reportedly 310 mg/dl and 321 mg/dl, respectively. Upon removal of the pod from the infusion site, the cannula was found to be bent, and leakage at the infusion site was observed. Treatment details were not provided.